Manufacturer narrative:
Internal file number - (B)(4). Evaluation of the returned device found only the plunger was returned. The anterior cuff and link were engaged to anterior needle tip. The link was broken at the posterior cuff. The probable root cause for a link break is excessive tension during plunger retraction. The patient anatomical condition may have contributed to the reported experience; however, no patient information was provided. Therefore, the root cause for the link break from the cuff could not be determined.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, a needle was not captured by a cuff. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Pt code: 1888 - labeled. Device code: 2913 - labeled. Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, pt and device info. The device was received. Investigation is not yet complete.